Event description:
It was reported that there was an infection. Additional information has been requested, a follow-up will be sent when additional information becomes available.

Manufacturer narrative:
.